Event description:
It was reported the asymptomatic patient presented for implant of a left ventricular lead. After the lead was placed, it was pulled back. The physician replaced the lead, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.